Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller alleged the unit is making a hum noise when running. The evaluation of the device has shown that it will not turn on.